Event description:
Arterial and venous sheaths were in right groin. Dressing and suture were removed. Clamp ease was placed over arterial sheath. No pressure was placed on venous site. 4x4 gauge placed over venous sheath. Pulled venous sheath during removal, noted venous sheath to suddenly snap. Edges were ragged. Distal end of sheath not visible in pts groin. Pt seen by a dr & sent to special procedures for removal.